Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Reported event of stent prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent uncovered biliary stent was used during a biliary stenting procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a hilar stricture. Reportedly, the patient anatomy was dilated until 15mm prior to the procedure. During the procedure, the physician noted a lot of resistance pushing the stent into the bile duct. The physician pushed the stent into the duct with a lot of force and confirmed through fluoroscopy that the moving head marker and the distal marker of the stent were far apart from each other. The stent had been accidentally released and the physician removed the stent from the patient. Outside the patient, the physician noticed that the sheath appeared to be almost 1 to 2cm ahead of the catheter. The physician attempted to pull the sheath; however, the sheath got punctured and the handle broke. The procedure was completed using a second wallstent biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿doing fine.¿ additional information received on 10mar2015. According to the complainant, the wallstent uncovered biliary stent was removed from the patient fully constrained on the delivery system. The stent was neither partially nor fully deployed.

Event description:
It was reported to boston scientific corporation that a wallstent uncovered biliary stent was used during a biliary stenting procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a hilar stricture. Reportedly, the patient anatomy was dilated until 15mm prior to the procedure. During the procedure, the physician noted a lot of resistance pushing the stent into the bile duct. The physician pushed the stent into the duct with a lot of force and confirmed through fluoroscopy that the moving head marker and the distal marker of the stent were far apart from each other. The stent had been accidentally released and the physician removed the stent from the patient. Outside the patient, the physician noticed that the sheath appeared to be almost 1 to 2cm ahead of the catheter. The physician attempted to pull the sheath; however, the sheath got punctured and the handle broke. The procedure was completed using a second wallstent biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿doing fine.¿